Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported there was no telemetry and the patient was getting a poor communication screen. New batteries were used but the issue did not resolve; troubleshooting over the phone also did not help. The programmer was replaced and was sent back for analysis. Later, the consumer was unable to power up the new programmer. The new programmer did not come with batteries, so they used the batteries from the old programmer but it still did not power up. The patient was to call back when they had new batteries. It was noted that the patient had a problem with their feet. Later the same day, the patient reported having poor communication and seeing a poor communication screen. Troubleshooting over the phone did not resolve the issue. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated.